Event description:
A beckman coulter, inc. Employee called to report that a bottle of coulter ac.t 5diff fix reagent was found to be leaking from the top of the bottle upon arrival to the beckman coulter, inc. (B)(4). Personnel was wearing personal protective equipment (ppe) consisting of only gloves when the incident occurred. No injuries occurred and no-one sought medical attention. There was no report of exposure to mucous membranes or open wounds there is no exposure/risk management plan in place at the facility; however the material safety data sheet (msds) was reviewed at the time of the incident. Based on the information provided, the cause of the leak was due to a gap/hole at the top of the reagent bottle.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).